Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/24/2018. (B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? No. If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? No. Does the surgeon believe there was any deficiency with the monocryl, monocryl plus, vicryl or vicryl plus suture used in this procedure? No. Are the product code and lot numbers available for ethicon devices used? Not relevant. Citation: eur j cardiothorac surg. 2013;44(5):931-8. Doi:10.1093/ejcts/ezt063.

Event description:
It was reported in journal article¿ triclosan-coated sutures reduce surgical site infection after open vein harvesting in coronary artery bypass grafting patients: a randomized controlled trial¿ a prospective randomized double-blind single-centre trial to test the hypothesis that wound closure with sutures coated with triclosan would reduce surgical site infection (ssi) after open vein harvesting. The patient underwent CABG procedure with the intended use of a saphenous vein graft on unknown date between 03/2009 and 02/2012. The suture was used continuous technique on subcutaneous tissue. Post operatively, the patient possibly experienced infection treated with antibiotics. The culture may have shown staphylococcus aureus or coagulase-negative staphylococci. The patient possibly experienced non-infectious wound dehiscence with no treatment reported. In conclusion, the results suggest that triclosan-coated sutures reduce the incidence of ssi after vein harvesting in CABG patients by ~35%. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: it was reported that this device is not malfunction reportable; there is no reported product deficiency. Therefore, this medwatch report is not reportable.